Event description:
Patient at home and called the vad office after noting smoke eminating from a damaged part of the battery connection cable. Unaware of cause of damage. Switched to backup controller with cessation of issue.